Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had a high blood glucose level of 449 mg/dl due to a bent cannula. They declined troubleshooting for the high blood glucose. The customer was feeling better and had declined emergency services to be called. Additionally, the keypad was locked and they were assisted with clearing the keypad lock. The device will not be returned.